Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received a button alarm on multiple occasions. Customer stated they don't believe the button was being pressed down to trigger the alarms. Customer had elevated blood glucose levels in the 300-400 mg/dl range. Customer delivered a bolus to stabilize blood glucose levels. Customer was able to successfully resume insulin delivery.